Event description:
The international customer reported the ventilator alarmed and shutdown during normal ventilation operation while operating on ac power. The customer reported the unit was in use on a patient and there was no patient harm. The manufacturers service engineer was unable to duplicate the reported problem. The service engineer replaced the power supply and main harness cable to address the reported problem. Applicable final testing was completed per operating specifications.